Manufacturer narrative:
The customer did not provide patient demographics such as date of birth or weight. (B)(6). The access accutni+3 reagent was not returned for evaluation. The patient's sample was sent to beckman coulter complaint handling unit (chu) for testing. Testing of the customer-supplied neat sample confirmed the customer's elevated access accutni+3 results. Further testing of the sample, with blocker proteins specific to alkaline phosphatase reduced the elevated result by 95% confirming the presence of a patient source interferent. Per the access accutni+3 for access 2 systems IFU "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies." The access accutni+3 for access 2 systems IFU also states, "other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, a patient source interferent is the cause of the reproducible elevated access accutni+3 results reported by the customer for this patient.

Event description:
The customer contacted beckman coulter on (B)(6) 2017 to report generating reproducible elevated troponin I (access accutni+3) results for one patient on the laboratory's two unicel dxi 800 access immunoassay systems (serial number (B)(4) and (B)(4)). The initial elevated access accutni+3 result was obtained on unicel dxi 800 access immunoassay system, serial number (B)(4) and was above the normal reference range of the assay. The next day, a second sample was collected from the patient and analyzed on the laboratory's alternate unicel dxi 800 access immunoassay system, serial number (B)(4) and recovered with an elevated access accutni+3 result. The same day a third sample was collected from the patient and analyzed on the unicel dxi 800 access immunoassay system, serial number (B)(4) and recovered with an elevated access accutni+3 result. The initial elevated access accutni+3 result was reported outside of the laboratory and the patient was treated with plavix, cardioaspirin, and statins. The customer was not aware of any additional change or impact to patient care or treatment in association with this event. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. The patient's samples were collected in a lithium heparin plasma tube. Centrifugation information such as speed, time and temperature were not provided. No issues with sample integrity were reported.